Event description:
The pt was reportedly experiencing intermittency. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the device is functioning. Revision surgery is under consideration.